Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a torn cord near the handpiece exposing the wires. It was also noted that the device failed the thermistor, handcontrol assessment and made an unusual noise. It was further noted that the device flex circuit was worn out and corroded causing the failed thermistor and handcontrol assessment and the bearings were worn out causing the unusual noise. It was also determined that the torn/cut cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. It was determined that the other issues were consistent with worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure. It was reported that a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.